Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the procedure was completed with another of the same sled.

Event description:
Same case as: 2134265-2015-00816, 2134265-2015-00817 and 2134265-2015-00890. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to view the target lesion. During a percutaneous coronary intervention (pci) procedure, it was noted that the automatic pullback was unsuccessful. The physician requested a new sled to continue the case; however, the same problem persisted. The physician decided to use another motor drive unit (mdu) 5 plus to continue the procedure. The automatic pullback run was then successful and the case was completed. No patient complications were reported and the patient's condition is stable.